Event description:
It was reported that a homechoice cassette was leaking from the luer lock connected to a physioneal bag. This issue was further described as, ¿dialysate was leaking from the luer lock part¿. This was observed while priming the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.